Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial lead was explanted and replaced due to unknown reasons. As this lead was replaced with another same model lead the next day from being implanted, it is most probable that this lead presented a malfunction. Attempts to obtain additional information were unsuccessful. It is not expected that this product returns for analysis. No additional adverse patient effects were reported.